Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain and swelling at the ipg site. No signs of infection were confirmed by the provider. Subsequently, the ipg was relocated on (B)(6) 2019. Pain has resolved.